Manufacturer narrative:
The thermogard xp ivtm (s/n: (B)(4)) was returned to zoll and evaluated. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm console with serial number (B)(4). Visual inspection was performed and found (unrelated to the complaint) the cover deck xp broken, the cold well gaskets damaged, and the white rollers worn. Review of the event data log found tcmid: 06 (ce post failure) and an unrelated mid: 16 (software) error message. The reported tcmid: 06 occurred during functional testing. Further investigation found the root cause of the problem was a faulty cooling engine. In summary, the customer complaint was confirmed during archive review and functional testing. The thermogard xp ivtm console is a reusable device and was manufactured on 06/14/2012. Therefore, the physical damage found is characteristic of normal wear and tear of the device.

Event description:
It was reported that the thermogard xp ivtm console (s/n: (B)(4)) displayed a tcmid:06 (ce post failure) error message. Multiple attempts were made to contact the reporter to obtain additional information, however, was unsuccessful. No further information was provided. There was no patient involvement reported.